Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous de novo mid left anterior descending artery that is 90% stenosed. The 2.5x15mm nc traveler balloon dilatation catheter (bdc) was attempted to pre-dilate the lesion however; the balloon ruptured during the first inflation at 8 atmospheres. It was noted resistance was met with anatomy during advancement and removal of the bdc. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.